Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported that air bubbles form in his insulin cartridge 1-2 days after it is inserted into the infusion device. The pt was educated on the proper procedure for changing the insulin cartridge. He stated that he had not been properly adjusting the piston rod of the infusion device prior to inserting the insulin cartridge. There were no air bubbles in the insulin cartridge at the time of the report. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.